Manufacturer narrative:
Device label codes: 1701. A datascope safety chamber, was received for evaluation. It was reported that the safety chamber was installed on 4/29/96. Visual examination revealed a foreign body within the interior of the chamber. Examination of foreign body revealed to be a .25" of wood from a cotton applicator stick. Probable cause of difficulty: laboratory examination verified the reported problem. It is not possible to determine exactly when the foreign body was introduced into the safety chamber. Since the safety chamber was in use approx. 5 months before the foreign body was noted and it was not observed within the chamber when it was initially installed, it is possible that the foreign body was introduced when the chamber or pump components (tubing, etc.) Were cleaned or serviced.

Event description:
A foreign material was noted inside the safety chamber. Event complications: unknown-reported 9/19/96. Pt's current status: unk-rpt'd 9/19/96.